Event description:
Additional information received clarified the ipg was not inoperable prior to the surgery. Effective therapy was restored postoperatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation as the patient was unable to increase amplitude. Subsequently, the ipg deemed inoperable. Surgical intervention was taken on (B)(6) 2017 wherein the ipg was explanted and replaced with another model which resolved the issue. Reportedly, the patient is stable.